Event description:
A malfunction, identified by code malf 16, was reported, but there were no notable events prior to it. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact on the customer's health. Customer was assisted by technical support to reset the pump, but the malfunction recurred, leading to the decision to replace the pump. The customer, whose pump was under warranty, was instructed to use multiple daily injections (mdi) as a backup therapy. Technical support confirmed the shipping address and provided instructions to return the defective pump, which the customer understood and acknowledged.